Event description:
Electrical wheelchair. Patient is paraplegic. Right foot severely burned across toes requiring hospitalization and débridement. Electric wheelchair furnished by store. Plaintiff was paraplegic and had aide with her. The cart had a short as moved or jumped without touching controls. Feet were burned inside cart where a cover was loose or malfitting. Store refused to allow the plaintiff or attorney to look at the cart. Store refused to disclose MFR's name. Dates of use: 2009. Diagnosis or reason for use: shopping. Additional info from attached letter: she would stop in an aisle and, without using the controls, the cart would jump forward a short distance. In any event, when she got to her car to exit her vehicle, she lifted up the sheet, which was around her feet, and found that her toes were literally burning. She went to the emergency room, and was subsequently sent to the burn center for debridement of the wounds.